Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filled. No conclusions can be drawn at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump was found to be operating within required specifications and delivering insulin accurately; the pump was exercised for 29 hours with no insulin delivery issues. During investigation, two boluses were programmed, successfully delivered, and accurately recorded in the pump history. A review of the pump history from (B)(6) 2011 to the end of pump use indicated 134 boluses had been programmed and fully delivered. The incomplete bolus delivery complaint could not be confirmed or duplicated. Investigation confirmed that there was a white spot on the display lens. Investigation revealed a discolored display screen and a cracked battery compartment, which have no affect on insulin delivery. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The keypad was found to be intact; no lifting or peeling was observed. Investigation revealed that all keypad buttons are responding appropriately and spring back when pressed. There was evidence of keypad adhesive under the up arrow button key contact. The initial report stated the following: "during troubleshooting, the animas representative concluded the following: there are issues with the bolus and basal delivery, loss of prime, and the damaged lcd screen." Correction: during troubleshooting, there were no issues found with the basal and bolus delivery. A review of the pump history indicated that all boluses had been delivered as programmed and basal delivery totals added up appropriately with total daily dose history.

Event description:
The reporter claimed that the display on the animas screen is scratched. In addition, there is an issue with the insulin delivery of the anima product. Reportedly, the patient will program bolus and the pump will stop in the middle of the bolus dosage. During troubleshooting, the animas representative concluded the following: there are issues with the bolus and basal delivery, loss of prime, and the damaged lcd screen. There was no adverse event associated with the reported issues. This complaint is being reported due to the alleged keypad and insulin delivery issues.